Manufacturer narrative:
(B)(4).

Event description:
The patient's family member or friend reported that the device was implanted due to parkinson's disease. In (B)(6) 2015 the physician moved the implantable neurostimulator (ins) to the abdomen due to wound inflammation, but the inflammation had not been improved. The ins was removed from the patient now. It was unknown there was a 50% or greater symptoms reduction. The implantable neurostimulator (ins) was the component involved with the issue. It was unknown if troubleshooting was performed. The cause was unknown. There was no plan to implant a new device. If additional information is received, a follow up report will be sent.